Manufacturer narrative:
It was reported that with use of the nurse call system a code blue call was not received on a staff members wireless phone. It is noted the code blue call alerted at the grs 10, was listed on the call detail report, however, did not alert on the staff¿s phone. The grs10 is the graphical station/console located at the nurses desk. There was no allegation of patient injury or delay reported from this alleged incident. The voalte® nurse call system¿provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Hillrom technical support had the nurses station pull the code blue in the same room, the alert showed on the grs10, and this time the staff was alerted. The problem could not be reproduced and the cause of the reported missed secondary code blue alert was not determined. Based on a retrospective review and lack of information related to cause of the missed code blue alert, hillrom is reporting the event of a missed secondary code blue alert due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
It was reported that with use of the nurse call system a code blue call was not received on a staff members wireless phone. It is noted the code blue call alerted at the grs 10, was listed on the call detail report, however, did not alert on the staff¿s phone. The grs10 is the graphical station/console located at the nurses desk. There was no allegation of patient injury or delay reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Troubleshooting activities could not identify any issues, equipment was functioning as designed, and issue could not be reproduced. No further assistance was required, and case was closed. Site history review was conducted to ensure the issue was not ongoing or intermittent. No other cases in this unit or of similar nature were identified. Called ns had the nurse pull the code blue in 4535. The alert showed on the grs10, and staff was alerted. Problem could not be reproduced customer agreed to close case. No additional investigation was required as it was determined the code blue was operating correctly when tested in the room, and there was no patient impact. The problem could not be reproduced, and the cause of the reported missed secondary code blue alert on the user's phone was not determined. It should also be noted, alerts routed to wireless phones on the nurse call platform are secondary alerts and responding to an alert on a wireless phone may not address the primary alarm. Based on this information no further actions are required.

Event description:
It was reported that with use of the nurse call system a code blue call was not received on a staff members wireless phone. It is noted the code blue call alerted at the grs 10, was listed on the call detail report, however, did not alert on the staff¿s phone. The grs10 is the graphical station/console located at the nurses desk. There was no allegation of patient injury or delay reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).